Event description:
It was reported that the customer had a prime rewind anomaly and a33 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin is "squirting out" during manual prime process. The customer stated that they are unable to exit the "preparing to prime" loop. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer was advised that the cause of the a33 alarm is during seating the force sensor did not detect the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.